Event description:
The male patient was bladder scanned and the device showed a volume of 356cc of urine in the bladder. Then, the patient was straight catheterized (per protocol) and a total of 1600cc of urine was emptied from the patient's bladder. The device was sequestered and sent to biomed for evaluation. Manufacturer response for bladder scanner, bladderscan (per site reporter).